Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the tip of the guidewire split. Additional information received 18 aug 2023: it was reported non-life-threatening event that directly involved the patient. Bruised patient¿s arm, bleeding, and pain. Pressure dressing applied. Patient was left without IV access.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was determined to be unconfirmed. The product returned for evaluation was a nitinol guidewire. Use residue was observed on the guidewire. Microscopic inspection of the guidewire did not reveal any evidence of damage. The weld tip was intact and the coil wire was undamaged. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the tip of the guidewire split. Additional information received 18 aug 2023: it was reported non-life-threatening event that directly involved the patient. Bruised patient¿s arm, bleeding, and pain. Pressure dressing applied. Patient was left without IV access.